Manufacturer narrative:
H6: investigation summary it was reported the needle could not be bled via a y line. As a sample was not returned, a thorough sample investigation could not be completed. Without the defective sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that air was in the bd saf-t-intima¿ IV catheter safety system needle before use. The following information was provided by the initial reporter, translated from dutch: "we are using the bd saf-t-initma 24ga needle without y-adapter 22 ml/min in the ward as a needle for morphine administration. We cannot vent 'release the air' the needle beforehand."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air was in the bd saf-t-intima¿ IV catheter safety system needle before use. The following information was provided by the initial reporter, translated from dutch: "we are using the bd saf-t-initma 24ga needle without y-adapter 22 ml/min in the ward as a needle for morphine administration. We cannot vent 'release the air' the needle beforehand."